Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source's front panel was blinking and some buttons were unresponsive. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d8. Additional information: h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the front panel blinked and switches became unresponsive due to turret unit malfunction. Olympus will continue to monitor field performance for this device.